Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 1 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these driveline fault alarms could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 05:32 through (B)(6) 2017 at 10:15, and from (B)(6) 2019 at 07:45 through (B)(6) 2019 at 06:12. During the final events on (B)(6) 2017 and the beginning of the events on (B)(6) 2019, driveline disconnected alarms were captured. This appears consistent with the report that the patient underwent a controller exchange. No atypical events were captured from ((B)(6) 2017 while the driveline was connected. On (B)(6) 2019 at 13:40:36, the driveline fault alarm became active. This alarm was active intermittently from this time through the end of the file (35 total alarms). The driveline fault alarms appeared to be associated with the phase 1 hex values being out of specification. The pump speed remained above the low speed limit while the driveline was connected. No additional atypical alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator detected a driveline fault alarm on the system monitor. A controller exchange was performed and the alarm remained. The external percutaneous lead was investigated after the controller exchange did not solve the issue and the heartmate ii pump was maintaining speed with no signs of short to shield in the event log file. The center discharged the patient and requested a non-grounded patient cable to prevent speed drops when discharged.